Event description:
The customer reported that they were not getting any energy through the device. As a result they had to convert the mis to an open procedure.

Manufacturer narrative:
The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.